Manufacturer narrative:
(B)(6). - should additional information become available, a supplemental record will be filed.

Event description:
Dealer alleges having a defective nebulizer with low pressure.